Manufacturer narrative:
The handpiece was returned and evaluated. The handpiece was evaluated with a bent needle attached and the nose cone was dented. A separation or gap between the connector strain relief and the cable jacket was observed, this created a pathway for moisture ingress. A white crystal-like dried solution was visible in the thread of the nose cone. Using hplc grade water the irrigation tube on the handpiece was flushed into a petri-dish using a clean syringe. The fluid was captured and microscopically examined, there was clear with no visible milky substance in it. The needle had some marring on the flats of the hub, there was discoloration around the tip of the needle. There was a visible dried solution all over the needle and the needle was bent at the tip of the hub. Functional testing was performed with a known good tip, and it tuned, primed, irrigated, and aspirated as it should. The solution was poured into a 0.45-micron filter and vacuumed off in an attempt to trap any substance. It was microscopically examined and there were some dark colored and fiber like particles, however there was no milky substance. The lot history, trend analysis, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn. The investigation is complete.

Manufacturer narrative:
Although requested, product was not returned for evaluation. A review of the device history records found no abnormalities. The investigation is ongoing.

Event description:
A user facility in france reported that a milky liquid was released from the handpiece. The ultrasound and suction was faulty. The handpiece was changed and the procedure continued. There was no reported patient impact.